Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed lost sensor. The customer's blood glucose wasn't provided. The customer was advised to remove the sensor and there was not electrode on the sensor. The sensor was replaced. The customer is not returning the sensor for analysis.